Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed interface pcb assembly and determined that the cause of the reported issue was the electrical overstress of an integrated circuit (ic) chip, designator u5. (B)(4).

Event description:
The customer contacted physio-control to report that they were unable to take a 12-lead ECG during a recent patient event.  Medical personnel advised that they pressed the 12-lead button but the device did not respond.  Medical personnel then powered the device off for approximately 30 seconds, then back on again.  They were then able to obtain a 12-lead ECG but it was "noisy" which required it to be retaken.  Medical personnel then tried to obtain second 12-lead but the 12-lead button would not respond.  Medical personnel then tried pressing other buttons such as transmit, code summary, print and options, however, the device would not respond to any of the button presses. While waiting for a backup device, medical personnel were able to monitor the patient's blood pressure and o2 saturation.  The customer advised that it took approximately 15-30 minutes to obtain a backup device.  The patient, a (B)(6) male, survived the event.  There were no reports of adverse effects as a result of the reported issue. Upon evaluation of the customer's device, physio observed multiple buttons that control the device's critical functions such as analyze, charge, shock and energy (down) were inoperative.